Event description:
These are noted I started making about 6 moths after my mastectomy surgery with reconstruction with expanders. That's when I realized I needed to see a doctor, and my symptoms were so weird, I started trying to make note of what was going on: heavy arms & weakness since (B)(6) 2017. I have been making note of times that my arms feel "heavy" and weak. When this happens, it feels like my arms are heavy from the shoulder, down to my fingers. I can still use my arms, but they feel so weak, and almost numb, that it takes great effort to use them. For example, today, when I tried to empty a 5 gallon bucket containing a couple empty soda cans and water bottles, it was difficult to lift and dump into the recycle bin. When this happens, I tend to just stop what I'm doing, allow my arms to hang down, or clasp my hands down front, and wait for the feeling and ability to return. The episodes usually last no more than a minute, and sometimes last only 30-40 seconds. There is nothing I do that I can connect it to. I can be stan ding at my bottom sink getting ready, or it can come about when I walk outside to empty something (very light), or if I'm just sitting on the couch, watching tv or looking at my phone. Restless legs many nights it's hard to fall asleep because of pain in my feet/ankles. I have a constant urge to jerk them, rotate the ankles, move the feet, cross/uncross legs, kick them out of the covers, etc. Tylenol may help a little but it's hard to fall asleep. Foot/ankle pain is not alleviated well by tylenol or aleve. Tossing and turning and stretching and rolling feet. I was diagnosed with fibromyalgia and osteoarthritis (B)(6) 2017- 9 months after my mastectomy and reconstruction surgery with expanders. Additionally, my wrist began to hurt approximately one year ago. It felt like strain, but I had not injured it and couldn't attribute the pain to anything I had done. I braced it and took nsaids, and saw a sports chiropractor, which helped a little. I told my rheumatologist about the pain, and was told nothing showed up on the xrays or blood work. After 3 months and still eve n more pain, and MRI was performed, and it was determined that I had rheumatoid arthritis in my right wrist. I now take 1500 mg of gabapentin daily for fibromyalgia, and 10 mg of arava was added for the ra. I was healthy before mastectomy (for dcis)-- I elected double mastectomy due to family history of invasive breast cancer. I don't have heart disease, high blood pressure, diabetes, or other diseases, and I strongly believe that all these problems I have now are a result of the implants I got from the reconstruction. If I had known about the option to do a fat tissue implant when I had my mastectomy, I never would have gotten implants. I am tired of being tired and of my feet and hands hurting. I had never heard if bll until recently, but I believe it is real, and for the FDA to say otherwise is criminal at best. Many test were performed and I don't have the results. FDA safety report # (B)(4).